Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation of the reaction kinetics found that not enough antibody (r1 reagent) was pipetted and this may have led to the high hba1c result. No adverse events were reported.

Event description:
The customer received questionable hemoglobin a1c (hba1c) results for one patient using a cobas integra 400+ analyzer, (the serial number was not provided). The initial hba1c result was 9.08% and was reported to the clinician. The clinician complained about the result and the sample was repeated on (B)(6) 2011. The repeat result was 5.68%. A new sample was requested from the patient and recovered 5.4%. The initial sample was repeated five additional times on (B)(6) 2011 and generated 9.39%, 9.29%, 8.64%, 8.97% and 8.41%. The customer tested until the cassette was empty. On (B)(6) 2011, the customer replaced the reagent cassette with a new cassette lot number and repeated the original sample, it generated a hba1c value of 5.4%. This new cassette lot number was 63837901. The patient was not harmed by the event. The patient's current condition is "good". The field service engineer replaced both probes on (B)(6) 2011 and is monitoring the problem.